Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices with the same reported issue are filed under separate medwatch report numbers. Na.

Event description:
It was reported that venotomy closure of the right common femoral vein was attempted using a proglide device with an 8f sheath after an ablation procedure. Reportedly, there was no suture present when the plunger was removed [cuff miss]. Two other proglide devices were attempted; however, a cuff miss was also noticed. Another proglide device was used to ultimately achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.